Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000117087.

Event description:
It was reported the patient was experiencing uncomfortable stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue. Investigation was unable to determine which lead was involved in the event.